Event description:
A malfunction was reported involving a pump that displayed a malfunction alarm coded 16-0x20e6. There was no adverse impact on the customer¿s blood glucose level as no specific blood glucose value was provided. The pump was turned on and off to reset it, but the malfunction persisted. The device is being returned with a replacement pump's serial number assigned for delivery.